Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 38 mg/dl. The customer was treated for the low blood glucose with juice and food. The customer states that they are going to the hospital the next day to discuss their low blood glucose levels with their health care provider. Found customer states that she has had a lot of pain because of cysts on her ovaries and spleen causing constipation. The customer was assisted with their basal settings. The customer did not return the product back for analysis.